Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the peg of a 5f mynxgrip vascular closure device (vcd) was pulled out with it during the step where the system with the 5f non-cordis sheath is pulled out. This was much more difficult than usual. There was significant resistance when shuttling down. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The stopcock of the introducer sheath was opened prior to shuttle down. Excessive force was not applied when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. There were no kinks in the 5f non-cordis sheath or device after removal. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) of a 5f mynxgrip vascular closure device (vcd) was pulled out with it during the step where the system with the 5f non-cordis sheath is pulled out. This was much more difficult than usual. Also, there was significant resistance when shuttling down. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The stopcock of the introducer sheath was opened prior to shuttle down. Excessive force was not applied when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. There were no kinks in the 5f non-cordis sheath or device after removal. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip tm vascular closure 5f¿ was returned for investigation. Visual inspection of the non-sterile device showed that the shuttle was engaged to the black handle with the stopcock observed opened. The syringe was received connected of the device. In addition, an unknown procedural sheath was on the device exposed to blood, and there were no damages observed on it. The sealant and advancer tube remained in their manufactured positions. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure, and no defects/anomalies were observed. Per functional analysis, a simulated deployment test was performed on the returned device, and the advancer tube was observed properly engaged to the proximal tamp lock. The shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). Additionally, the sealant could be deployed without any problems. Per microscopic analysis, visual inspection at high magnification showed the slit presence in the outer cartridge for the unit received. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿sealant-device deployment jam¿ were not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be determined during product investigation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue and device deployment jam during the sealant unsheathing step reported since the shuttle was able to be advanced fully to deploy the sealant and retracted without issue during functional analysis. However, it is possible that the issue experienced could have been caused by handling factors, especially since there was no issue noted with the procedural sheath returned for analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.